Event description:
Pump declared an altitude alarm, leading to insulin suspension. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.